Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that lead experienced high threshold and was capped. Another new lead was implanted at a later date. Patient went to the emergency room (ER) due to this new lead that showed no capture and potential dislodged. The new lead was removed. The previous lead was uncapped and reactivated. No further patient complications have been reported as a result of this event.